Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose value.